Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed loss of right ventricular (rv) capture on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. There were no patient consequences.

Event description:
New information received indicated that the physician explanted and replaced the ICD.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was received at elective-replacement voltage level, with normal output and telemetry communication. Oversensing episodes were noted in the session records but could not be reproduced during the analysis. Visual inspection of the header and its connectors did not reveal any anomaly that could contribute to the reported event. Electrical and mechanical tests performed including leads impedance, capture, pacing and high voltage (hv) output did not identify any functional issues. The device was implanted for 8.91 years which exceeds its projected longevity.